Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer did not obtain any additional discordant results. The cause of the discordant, falsely low psa result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low prostate specific antigen (psa) result was obtained on one patient sample on an immulite 2000 instrument. It is unknown if the discordant result was reported to the physician(s). The sample was repeated on the same instrument, resulting higher and matching the clinical picture of the patient. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low psa result.

Manufacturer narrative:
The initial MDR 2247117-2016-00069 was filed on (B)(6) 2016. Additional information ((B)(6) 2016): section of the initial MDR states "it is unknown if the discordant result was reported to the physician(s)." This information has been obtained. Section has been updated with the additional information.

Event description:
The discordant result was not reported to the physician(s).